Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. The customer, assisted by technical support, reloaded the same cartridge which resolved the issue.